Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f18l0186.

Event description:
Complaint from the physician that it difficult to retrieve wire from patient. No change in practice, nitinol wire used, wire intact and not separated.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f18l0186. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint from the physician that it difficult to retrieve wire from patient. No change in practice, nitinol wire used, wire intact and not separated.